Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the procedure, the surgeon experienced tearing of floating seal while inserting lap instrument into trocar. To correct this condition: used new trocar. Patient is fine. Me directly.